Event description:
It was reported that the patient had presented for an angioplasty procedure and the device was programmed to a base rate of 75. During the fluoroscopy procedure the device msr rate increased to 140 ppm and the pt's blood pressure dropped. The CT scanning was believed to have caused the increase.

Manufacturer narrative:
No medwatch form was received.